Event description:
It was reported that a user of the ilet received an urgent low soon alert at a blood glucose of 90 mg/dl, self-treated with juice and sugar, experienced an elevation followed by a decrease to 77 mg/dl attributed to overcorrection, then consumed additional carbohydrates and later recorded a blood glucose of 183 mg/dl; the agent provided troubleshooting and education on correction protocols and pump functionality for maintaining glucose in range. Symptoms included hypoglycemia and subsequent hyperglycemia due to overtreatment of the low. Outcomes included resolution without medical intervention or hospitalization and user understanding of correction guidance. Investigation included a user interview and troubleshooting review focused on use error and correction practices. Investigation of this case revealed user overcorrection of hypoglycemia, with device performance consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to overtreatment of low glucose.